Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide device. Additionally, as the device was being removed a foot break occurred. The foot was not completely separated from the device. The suture was connected to the foot of the device so it was removed with the device as it was pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot break were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.